Manufacturer narrative:
The reported problem was verified. The pcba power supply 670-0448-05 was not functioning; therefore it was replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of an ECG trace was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Event description:
Spacelabs dispatched a field service engineer for service repair of a telemetry receiver housing model 90479 with customer complaint of telemetry receivers not showing waveforms. The customer removed the product from service on (B)(6) 2016. No injury was reported.